Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion external battery was losing charge quicker than other external batteries when inserted into a companion 2 driver. The customer also reported that the hospital staff subsequently exchanged the companion external battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient since the low battery did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. Visual inspection revealed no abnormalities. The external battery was connected to battery evaluation software, and it communicated as expected and exhibited no permanent faults or error flags. The external battery was tested and passed all sections of the test procedure. The reported issue of losing a charge faster than expected was not duplicated. The investigation concluded that the companion external battery performed as intended, and there was no evidence of a malfunction. The external battery was returned to clinical use. The reported issue posed a low risk to the patient because it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the companion external battery was losing charge quicker than other external batteries when inserted into a companion 2 driver. The customer also reported that the hospital staff subsequently exchanged the companion external battery. There was no reported adverse patient impact.